Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed post reset error. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test and displacement test. The battery was removed from insulin pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm or low battery alarms were noted. (B)(4).